Manufacturer narrative:
Follow-up #1: date of submission 10/26/2015 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2015 with the following findings: a review of the black box revealed multiple por events subsequent to ¿cs128-fb80¿alarms and after ¿cs078¿ alarms occurring on 08/22/2015.the battery compartment was found to be cracked at the threads on the side. Moisture corrosion was observed in the battery compartment and to the battery cap. The battery compartment was found to be leaking during a leak test. The returned battery cap was able to secure tightly to the pump. The pump alarmed with ¿128-fb80¿ alarm upon the first rewind attempt and the remaining steps were unable to be adequately investigated for the reported power complaint. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. (B)(6).

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (moisture ingress) issue. There was reportedly moisture/corrosion in the battery compartment. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.